Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination confirmed the presence of a yellow particulate from an unknown source inside the barrel of the syringe. The likely cause of the reported problem was determined to be the introduction of an unidentified particulate during component manufacturing. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they observed yellow debris within the syringe barrel. The customer elected not to use the syringe kit. No injury or adverse event was reported.